Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 400 mg/dl. Customer's blood glucose value was 362 mg/dl at time of incident. Customer's current blood glucose value was unknown. Customer was explained about the 2 high blood glucose rule. Customer having problems with the pump, as customer bolused and got a no delivery alarm. The product was not returned for analysis.